Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10010453, lot: unknown. It was reported by the customer that on two separate occurrences, the infusion set was found to be slowly leaking chemo at the point of the filter during administration.

Event description:
It was reported while using bd alaris pump module smartsite low sorbing infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10010453 and lot: unknown. It was reported by the customer that on two separate occurrences, the infusion set was found to be slowly leaking chemo at the point of the filter during administration.

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that 9 bd maxzero multi-fuse extension sets with needleless connector(s) experienced the luer connection being unable to connect to the mating component. The following information was provided by the initial reporter: its leaking at the max zero on the medication tubing. No matter how many times we screw on the syringe, the max connector leaks as it will not properly connect with the syringe. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 21095420. D.4. Medical device expiration date: 2024-09-20. H.4. Device manufacture date: 2021-09-06. D.4. Medical device lot #: 21105940. D.4. Medical device expiration date: 2024-10-21. H.4. Device manufacture date: 2021-10-14. D.4. Medical device lot #: 21095419. D.4. Medical device expiration date: 2024-09-20. H.4. Device manufacture date: 2021-09-06. D.4. Medical device lot #: unknown. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown.